Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clip* iii 5mm clip applier w/ hemostay clip m/l. The instrument was received partially applied. The clip counter was no longer active. Visual evaluation of the instrument noted that the jaws were misaligned. The proximal tube shaft assembly was bent. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure there were issues loading or firing the clips. The surgeon was able to squeeze the handles but the jaws were not able to close. To complete the procedure, another device was used. No patient injury.